Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on patient allegations and the allegations are currently unknown and unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, popping/clicking, lack of mobility and loss of range of motion. The modular head and taper adapter were removed and replaced. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07813 and 09218).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, popping/clicking, lack of mobility and loss of range of motion. The modular head and taper adapter were removed and replaced. This report is based on patient allegations and the allegations are currently unknown and unverified. Additional information in patient medical records reveal the (B)(6) 2012 revision was due to pain, wear, and aseptic loosening. The patient's operative report noted metallosis, fluid with metal debris, synovial-type tissue, pseudotumor, osteolysis, and a retroverted cup. The cup, modular head and taper adapter were removed. The cup was replaced with a competitor's. The head and taper adapter were replaced with biomet components.